Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator (scs) system explant procedure.

Manufacturer narrative:
B3: exact date unknown, event occurred about a year ago from date the manufacturer became aware of the event. D6b: a year ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8352500. Model: sc-8352-50. Serial: (B)(6). Batch: 18659177.